Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and the postoperative diagnosis was vaginal vault prolapse and pelvic adhesive disease. The procedure performed was a laparoscopic and vaginal repair of pelvic support defects, including cystocele, rectocele, enterocele, uterosacral vaginal suspension, mesh placement times two, ureterolysis, transobturator tape, cystoscopy, lysis of adhesions, and cystoscopy with stent placement.